Manufacturer narrative:
An investigation is underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a syringe. The customer reports the lpn was told that during the hydrodissection portion of the cataract surgery, the cannula came off and ripped across the endothelium. In the surgeon's opinion the device caused/contributed to the event. The patient's eye will have a permanent endothelial tuck or scar on the left eye. The customer described the event; at the end of the phaco, she was preparing to inject bss into the main 2mm corneal incision/wound lip to help seal it, the cannula slipped in the wound lip against the anterior corneal lip, the cannula shot off the syringe and hit the pc iol; corneal endothelium in the visual axis immediately, unable to read, showing the tuck; she removed the cannula from the eye; wound was checked and found to be water tight. This cannula was checked for security prior to handling it off to the surgeon by the scrub tech; also was checked by the surgeon prior to squirting in the eye.